Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a laparoscopic ventral hernia repair, the patient came back for a one-month follow-up visit when the patient experienced a seroma.